Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus was unable to be confirmed through this evaluation as the device was not returned for evaluation. Review of the submitted log files confirmed low flow alarms; however, it was reported that the low flow alarms resolved with treatment of the suspected thrombus. Review of the submitted log files confirmed the onset of a low flow alarm on 19feb2025 with flow of 0 lpm. The system appeared to be operating at the set speed without issue, and there were no other notable alarms or findings. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the IFU also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm as well as pi events. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. G, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital by emergency due a sudden drop in left ventricular assist device (lvad) flow. The patient described that they slumped from the legs and called the emergency number. Prior to the event the patient was completely stable in hemodynamics. Several diagnostics were performed. The patient's international normalized ratio (inr) was 2.8 when arriving to the hospital. They mentioned that inr management was difficult during the last weeks and the value was very unstable from day to day. An echocardiogram (echo) showed no flow on the outflow and no sufficient stream into the inflow cannula. During the echo a ramp test was performed without any success. A higher rotation per minute (rpm) did not reduce the left ventricular diameter anymore. A computed tomography (CT) scan showed an unobstructed lumen of the outflow prosthesis. Only a very small area directly behind the pump had a small black shadow. In the course the patient's general condition and hemodynamics decreased visibly. Log files confirmed the event at 9:05 am. A bigger pulsatility index (pi) event was followed by the drop in flow. Afterwards all parameters decrease accordingly. The rotor data showed a sudden but small peak in rotor noise and fallen displacement to a flat line. Therefore, it was suspected that the pump ingested something big, probably a thrombus. The vad coordinator exchanged the system controller to exclude any wrong measurements of the pump parameters from the system. During the course, catecholamines were needed and the hospital discussed a pump exchange or starting a lysis due to suspected inflow thrombus. Inotropes were initiated. Late afternoon it was decided to go for a lysis. Actilyse (alteplase) was given. Parameters increased afterwards again up to 3.5 liters per minute (lpm) in the evening. Today the pump was running again with normal parameters and flow around 5 lpm like prior to the event. The patient left the ICU already and was recovering in the intermediate care unit (imc) ward. No neurological consequences or other adverse consequences were noted. No signs of hemolysis were seen in the lab during the whole course.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.